Manufacturer narrative:
Additional information: section d - unique identifier number (UDI): from: [blank], to: (B)(4). Section d - device available for eval? From: yes, to: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that one hour after insertion of intra-aortic balloon(iab), there was back flow of blood in balloon inflation tubing indicating rupture of balloon. A new iab was placed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that one hour after insertion of intra-aortic balloon(iab), there was back flow of blood in balloon inflation tubing indicating rupture of balloon. A new iab was placed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that one hour after insertion of intra-aortic balloon (iab), there was back flow of blood in balloon inflation tubing indicating rupture of balloon. A new iab was placed to continue therapy. There was no reported injury to the patient.